Manufacturer narrative:
(B)(4). The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted native mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, per report the inaccurate positioning of the s3 valve could have caused or contributed to the s3 valve landing too atrial in the mitral ring with subsequent pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, the plan was to place a 23mm sapien 3 valve in a failing edwards physio ii mitral ring (placed two weeks prior). The s3 valve was placed too atrial in the mitral ring and did not foreshorten the expected distance. Post deployment the s3 valve had evident paravalvular leak (pvl). A 2nd s3 was placed inside first one to reduce moderate pvl.